Event description:
It was reported that the patient was on the second day of indwelling foley catheter catheterization. On the event day at 10:50, while resting in bed, the patient complained of fluid flowing from the urethral opening and immediately informed the nursing staff. Upon examination, the catheter was found to be dislodged. The catheter balloon was intact with no rupture, and there was no saline inside. The patient had no urethral injury. The doctor was notified, and it was confirmed with the doctor that 20ml of saline had been injected into the catheter balloon during insertion. The procedure was performed correctly. The patient was comforted, given health education, advised drinking more water, encouraged to urinate on their own, and their urine output was observed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.